Event description:
After 2 years of cochlear implant use, the this pt reportedly experienced decreased auditory performance. At that time, the healthcare professional reported that the were several faulty electrodes on the electrode array. Intergrity testing 2004 confirmed multiple short circulated electrodes. These electrodes were deactivated in the pt's speech professor program, one year later the healthcare professional reported that the pt's auditory performance had decreased further and that additional electrodes has been deactivated in the pt's speech processor program. Explantation and implantation surgery will be scheduled.